Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator stopped working. A boston scientific company representative verified that the communicator started smoking. The patient heard a buzzing sound from the communicator and the power brick was hot so the patient unplugged the communicator. A boston scientific company representative advised the patient that a replacement communicator and a return label will be sent. The communicator was deactivated. No adverse patient effects were reported.